Manufacturer narrative:
(B)(4). The sample has been requested but to date, the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during the procedure, the device jaws would no longer open. The jaws were removed from tissue with some tissue damage. There was no bleeding and no pt injury. No further info on how the device was removed was available from the site.